Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted he removed a meshoma, which was about a half golf ball size and protruded up from the floor of the inguinal canal. The surgeon removed the mesh that was wrapped around the cord. It was reported that the patient experienced adhesions and pain and suffering. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 3/11/2021. Additional information: a1, a2, b7. Additional b5 narrative: it was reported that the patient experienced recurrent left inguinal hernia following surgery.